Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before inflation attempts were made. The device was removed from the bath and the balloon was attached to an inflation device, subjected to positive pressure to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the distal markerband. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube shaft identified a hypotube kink at approximately 79cm from the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the extrusion shaft identified no kinks or damages. No other issues were identified during device analysis.